Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that intermittent occlusion alarms occurred. Reportedly the customer would change the pump supplies to address the issues. Customer's blood glucose was "high"; although specific value was not provided. Customer was going to address the elevated bg with a manual insulin injection.